Event description:
The device was used during an inguinal hernia repair procedure. Reportedly, the instrument broke and did not fire. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.